Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high thresholds and high impedance measurements greater than 2000 ohms. Additional information became available that the lv lead continued to exhibit high out of range impedances measurements of greater than 2000 ohms. Boston scientific technical services (ts) was consulted and inquired about the other measurements, all have been within normal limits. The patient's physician planned to continue to monitor the device system. To date, no adverse patient effects have been reported. Approximately two years later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.